Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event (B)(6) 2024. The blood glucose level was 360 mg/dl at the time of event and was managed by bolus via pump. No further information available.